Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure in 2008 and a mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2003 along with concurrent transvaginal urethrolysis , bladder neck suspension and sling procedure due to recurrent urinary incontinence. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems, bleeding, recurrence, dyspareunia, and vaginal scarring. It was reported the patient experienced perineal pain and scar in the posterior perineum, inclusion of cyst of the perineum and underwent transvaginal excision of perineal scar and excision of cyst on (B)(6) 2004. It was reported that patient experienced recurrent urinary stress incontinence and post 3 failed sling procedures and underwent extensive transvaginal urethrolysis, removal of foreign body (mesh) and a sling procedure using mesh, cystoscopy, repair of vaginal stenosis with advancement of posterior vaginal flap on (B)(4) 2008. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to FDA: 4/29/2020.